Event description:
It was reported to philips the device did not work when connected to a patient during a code. The nurse stated that leads did not work when connected to electrodes and would not shock the patient. She grabbed another defibrillator from other crash cart and used same patient leads and shock pads and the defibrillator worked. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. No ECG monitoring strips or case event files were provided to philips for review. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty ECG trunk cable. The fse replaced the ECG trunk cable to resolve the issue. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips the device did not work when connected to a patient during a code. The nurse stated that leads did not work when connected to electrodes and would not shock the patient. She grabbed another defibrillator from other crash cart and used same patient leads and shock pads and the defibrillator worked. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.